Event description:
Patient presented with an angled neck, approximately 40-50 degrees. Access and deployment of a 28-16-120bl bifurcated device, a 25-25-95rl suprarenal proximal extension, and an 28-28-75l infrarenal cuff were uneventful. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Second proximal extension information: model no. 25-25-95rl, lot no. W09-1057-010. Second proximal extension expiration date: 4/01/12. Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient met criteria for indications for use. Use of palmaz stent is off-label. No conclusion is determined at this time.